Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the data file was provided. Review of the data file showed external paddles are connected to the multi-function cable for the entirety of the case. Each instance of a "pads on" event logged (when the device detects a valid impedance) displays a signal. The signal has a significant degree of artifact, as external paddles have to be held in place by the end user, and will experience a degree of motion resulting in a variable waveform. This is not indicative of a device malfunction, and it is not recommended that external paddles be used for monitoring an ECG waveform. The device, multi-function cable, and paddles were not returned as part of the investigation. No trend is associated with reports of this type.